Event description:
Hcg urine/serum test is a rapid test for use in clinical and physician's office lab. On 2/4/97 two alleged discrepant results were reported. On 4/1/97 MFR received sufficient info from its investigation in the form of results from a quantitative hcg assay, and determined that this product problem was reportable under the medwatch program. In the first case, this test was performed on the urine of a 29-yr-old pt to rule out pregnancy immediately prior to cryotherapy of the cervix on 1/8/97. The initial reporter stated that a negative result was read at 4 minutes. If read properly, this would imply that only one black band (control band) was visible. Co has no indication that the control band was visible. She then indicated that the test showed a positive result at 30 minutes which would imply that two black bands (both the test and control bands) were visible. Again, co was unable to verify the presence of the control line. At that time they took a serum sample and sent it off-site for quantitative eval. The quantitative test confirmed pregnancy with a value of 4,801 miu/ml. As of 3/21/97, the pt was approx 15-20 weeks along and the pregnancy appeared to be progressing normally. The physician stated that he does not expect any problems and gave no indication that add'l tests would be required beyond those normally used to monitor the progression of this pregnancy. The second alleged discrepant result at this same clinic, involved a 22-yr-old woman who performed a home pregnancy test (brand unknown) that reportedly gave a positive result. The clinic performed the hcg test which gave a negative result. A quantitative assay performed on serum reportedly gave a positive result (value unknown). No further info pertaining to this pt was obtainable. Co has no other reported false negative results for this product. These devices are single use tests and are unavailable for eval. Both tests were from the same 17,000-unit lot of material for which, again, there were no other complaints of false negative results. Retains from that lot, along with a sampling of the unused product returned from the clinic, were tested using urine controls with hcg levels of 5, 10, 20k and 1 million miu/ml. All tests gave positive results with these controls and met all qc specs for product release.